Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set tubing expanded during the infusion. The following information was provided by the initial reporter: "upon inspection, it was observed that the IV tubing was inflated like a balloon about to pop. There was patient involvement but impact is unknown. There was no injury to the patient".

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported by customer that "patient pump read "occlusion". Upon inspection, it was observed that the IV tubing was inflated like a balloon about to pop..." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ infusion set tubing expanded during the infusion. The following information was provided by the initial reporter: "upon inspection, it was observed that the IV tubing was inflated like a balloon about to pop. There was patient involvement but impact is unknown... There was no injury to the patient".